Event description:
A report was rec'd from the affiliate indicating that a few hours after the percutaneous intervention, the pt complained of chest pain and had ventricular fibrillation. A coronary angiogram was conducted and thrombus was observed inside of the implanted cypher. To treat the thrombus, only intra aortic balloon pump was inserted because sufficient blood flow was confirmed. As of 2008 the pt remains hospitalized and her condition is stable. Physician's comment: the cause of thrombotic event may be because the anti-platelet therapy was not effective, vomiting during the pci.

Manufacturer narrative:
The procedure was an emergent case due to an acute myocardial infarction. The target lesion was the mid rca. The vessel was a de-novo, eccentric and a totally occluded lesion. Lesion classification was type b1. The lesion length was 10mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.5x14mm balloon at 8atm for 60 seconds. A 2.5x18mm cypher stent was deployed at 14atm for 60 seconds. Post-dilatation was not conducted. Ivus was not conducted. There was an untreated lesion at the proximal portion of the implanted cypher, but it was not treated because the lesion was 25-50% stenosis. The residual % of stenosis was 0%. Timi flow pre and post procedure was 0 and 3. Activated clotting time was measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.